Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods"), fatigue ("persistent fatigue leading to change of job and working time reduction") and uterine leiomyoma ("leiomyoma requiring hysterectomy") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), myalgia ("muscle pain especially cervical pain") and neck pain ("muscle pain especially cervical pain"). On an unknown date, the patient experienced fatigue (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy in 2015 due to leiomyoma). At the time of the report, the menorrhagia, myalgia, neck pain and uterine leiomyoma outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for fatigue, menorrhagia, myalgia, neck pain and uterine leiomyoma with essure. The reporter commented: the persistent fatigue led the patient in 2017 to change of job and working time reduction. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.